Event description:
It was reported that during a laparoscopic duodenal switch procedure, the device was loaded with a vascular reload. The instrument was placed on the jejuneum to close the stoma of the jejunojenostomy. The device was fired and transected the tissue, the staples did not form properly. The reload was pushed out by the knife blade and the surgeon retrieved the reload. The stoma was not closed. The ananstomosis was hand sewn and another device was used for the remainder of the procedure. O.r. Time was increased by one hour.